Event description:
It was reported that the normothermia patient tried to rewarm in an arctic sun device, but patient temperature (pt) had dropped, and water temperature (wt) did not seem to be increasing. Patient temperature (pt) was 93.7f, targeted temperature (tt) was 98.6f, water temperature (wt) was 72.5f, water flow rate (wfr) was 2.6 l/m. Patient started therapy at 14:00 (now 21:06). Patient temperature (pt) was 94.2f. Verified settings targeted temperature (tt) 98.6f at 0.45f/hr. 4 pads connected with no exposed abdomen. No heat generation. System diagnostics were outlet monitor temperature (t1) was 75f, outlet control temperature (t2) was 74.8f, inlet temperature (t3) was 74.7c, chiller temperature (t4) was 39f, water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -6.9 psi, circulation pump command (cpc) was 83 percentage, mixing pump command (mpc) was 0, heater was 6 percentage, water reservoir level (wrl) was 5, system hours was 2637.1, pump hours was 2469.7. Walked through stop therapy and drained 14oz water from right drain port. Restarted therapy. After about 10-15 minutes water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -7.1psi circulation pump command (cpc) was 69 percentage, heater was 54 percentage, water temperature (wt) was 84f and rising. Discussed adding warm blankets to hands, head and feet or bair huggers. Advised to call back with any additional questions.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the normothermia patient tried to rewarm in an arctic sun device, but patient temperature (pt) had dropped, and water temperature (wt) did not seem to be increasing. Patient temperature (pt) was 93.7f, targeted temperature (tt) was 98.6f, water temperature (wt) was 72.5f, water flow rate (wfr) was 2.6 l/m. Patient started therapy at 14:00 (now 21:06). Patient temperature (pt) was 94.2f. Verified settings targeted temperature (tt) 98.6f at 0.45f/hr. 4 pads connected with no exposed abdomen. No heat generation. System diagnostics were outlet monitor temperature (t1) was 75f, outlet control temperature (t2) was 74.8f, inlet temperature (t3) was 74.7c, chiller temperature (t4) was 39f, water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -6.9 psi, circulation pump command (cpc) was 83 percentage, mixing pump command (mpc) was 0, heater was 6 percentage, water reservoir level (wrl) was 5, system hours was 2637.1, pump hours was 2469.7. Walked through stop therapy and drained 14oz water from right drain port. Restarted therapy. After about 10-15 minutes water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -7.1psi circulation pump command (cpc) was 69 percentage, heater was 54 percentage, water temperature (wt) was 84f and rising. Discussed adding warm blankets to hands, head and feet or bair huggers. Advised to call back with any additional questions.